Event description:
Additional information was received that the patient was brought in for further evaluation. A cardioversion was performed, resulting in shock impedance measurements within acceptable limits. It was noted that there was a 17 ohms difference in impedance measurements between a delivered 1.1j and maximum energy shock. No further information was available.

Event description:
Boston scientific received information that this device system exhibited increased shock impedance measurements, eventually reaching greater than 125 ohms. Additionally, increased threshold measurements and decreased r-wave measurements were observed. The patient was brought in for further evaluation. Isometric exercises were performed and noise on the shock egm was observed. The shock impedances were testing in other configurations, and the device was reprogrammed to triad. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Approximately four years later the patient presented to the clinic with a code indicating a shock was delivered into an open condition. The patient had a ventricular tachycardia (vt) event in which two shocks were delivered. The first shock was a 21 joule shock with a shock impedance of 109 ohms. The second shock was 31 joule which reported a shock impedance greater than 125 ohms. The rhythm spontaneously broke and a 41 joule shock was diverted. There was also a report that there were high pacing impedance measurements greater than 2,000 ohms. A revision procedure was performed and the rv lead was surgically abandoned. The device was also explanted. It was reported that high pacing impedance measurements greater than 2,000 ohms were also observed with the rv lead when tested with the pacing system analyzer (psa). There was no damage observed on fluoroscopy. No additional adverse patient effects were reported.